Event description:
Patient reported right side intracapsular rupture, increase in the number of folds, presence of prosthetic material/gel filling the folds and between the cover and the fibrous capsule, ¿capsular contracture, baker grade unknown," pain, deformed, swelling, and protheses "that have been removed from the market." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Patient reported right side intracapsular rupture, increase in the number of folds, presence of prosthetic material/gel filling the folds and between the cover and the fibrous capsule, ¿capsular contracture, baker grade unknown," pain, deformed, swelling, and protheses "that have been removed from the market." The device remains implanted.

Event description:
Patient reported, right side rupture. And capsular contracture, baker grade IV. Diagnosed via MRI. The patient, also reported, swelling of the right breast. And ¿prostheses, that I have on have been removed from the market¿. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported events rupture, anxiety-product/procedure, edema and capsular contracture was received on october 17, 2024, with lot number 2609146. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken on the posterior side assessed, as unidentified (tear) opening shell thickness within specification). Capsular contracture: unable to observe, as it is not related to the device. Anxiety-product/procedure: unable to observe, as it is not related to the device. Edema: unable to observe, as it is not related to the device. As per the investigation procedure: wear abrasion, particles and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.